Manufacturer narrative:
It was reported that the device will "turn on, but numbers do not appear". There were no reports of death, serious injury, medical intervention, or follow-up care.

Event description:
It was reported that the device will "turn on, but numbers do not appear".